Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the battery voltage was 2.55v. The patient alert had been tripped nine months earlier, due to charge time greater than 16 seconds (22.5 sec). A charge circuit time out on (B) (6) 2009, was also noted. The device was replaced. No patient complications were reported as a result of this event.